Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with conscerns about the visual recovery post lasik in both eyes as vision was blurry. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurriness in both eyes. It was reported that vision has improved from day one post op however, uncorrected visual acuity for right eye was at 20/30 and for left eye was at 20/60. Best corrected visual acuity was reported as 20/20-3 for both eyes. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2017 patient presented complaining of persistent foreign body sensation in left eye and blurry vision. Exam showed possible clinically significant striae in left eye. Patient will have possible lift and stretch of flap.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.